Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation was analyzed, and a visual inspection found that the balloon was longitudinally torn. Functional inspection was performed, the device was inflated; however, it was not able to hold the pressure due to it was longitudinally torn. Microscopic inspection confirmed the balloon longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. It is possible that the longitudinally torn found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the balloon. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a balloon dilatation procedure to treat post-esophageal anastomotic stricture performed on (B)(6) 2026. During the procedure, when the stenotic segment was dilated, the balloon pressure did not increase. Upon inspection, a hole was found in the balloon. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a balloon dilatation procedure to treat post-esophageal anastomotic stricture performed on (B)(6) 2026. During the procedure, when the stenotic segment was dilated, the balloon pressure did not increase. Upon inspection, a hole was found in the balloon. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.